Manufacturer narrative:
The creatinine plus ver.2 reagent lot number was 930031 with an expiration date of 31-oct-2026. The calibration and qc were within the range. The field service engineer (fse) checked and cleaned the rinse nozzle, adjusted the rinse water level, and checked the check valve. He then cleaned the pipette wash station and the pipettes. The fse also washed the sample probe and performed a system air purge. Qc was performed, and it was within specifications. The instrument was performing within specifications. No further issues were reported after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay on a cobas c 503 analytical unit. Sample 1: initial result: 1.65 mg/dl. 1st repeat result: 0.731 mg/dl. 2nd repeat result: 0.750 mg/dl. Sample 2: initial result: 2.5 mg/dl. Repeat result: 0.6 mg/dl. The initial results were high and did not match the patients' history, prompting the repeat of sample 1 and sample 2. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.